Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2014 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: testing was unable to duplicate the complaint, battery compartment is cracked on side near threads pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24 hours with no alarms. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be function properly. No alarms related to complaint in alarm history. Tdd¿s add up correctly and reflect the users programmed basal rate. Pump successfully passed a delivery accuracy test. .ar threads and cracked between the threads and bumper pad. Battery cap and cartridge cap were not returned; test caps able to attach to the pump and were used to complete testing.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 410mg/dl with severe weakness and was unable to walk. The reporter states that the amount of insulin recommended by the pump is too high, though the settings are correct. Reporter states this happens periodically and denies it is related to insulin on board. Reporter has lost confidence in the pump, which is being replaced at the reporter's insistence. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.